Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll japan for evaluation. The device was subjected to a complete evalution without duplicating the report. The device will be recertified and returned to the customer with no fault found. The electrode pads were not available as part of this investigation. Analysis of reports of this type has not identified an increase in trend.